Event description:
A male with previous history of renal dysfunction, mega aorta, and ischemic heart disease underwent evar in 2008. One main body and two iliac leg grafts were placed. A type I endoleak was noted, so the physician placed another manufacturer's stent to successfully resolve the endoleak. Pt is well.

Manufacturer narrative:
Event evaluation: still under investigation.